Event description:
It was reported that following high voltage therapy, the patient manually interrogated the device, however, a transmission was not received by merlin.net. The device was successfully interrogated that evening during the routine remote follow up and the transmission was received. No intervention was performed. The patient was in stable condition.